Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the burs broke in the patient and all pieces were retrieved.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the cutters fell apart. (Hub deformation) the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be have been excessive loading for an extended period of time without suction. It is also possible that a clog of the bur suction path hole would cause blockage of the fluid path, creating an excessive heat buildup and exposing the heat shrink to the heat enough which causing it to loosen. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip of the burs broke in the patient and all pieces were retrieved.